Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Health effect clinical code (B)(4) used to capture code injury. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the trochanteric fixation nail-advanced (tfna) nail broke post-operatively during healing process. No further information provided. This report is for one (1) 12mm/130 deg ti cann tfna 380mm/right-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the tfna fem nail ø12 r 130° l380 timo15 (part #: 04.037.258s, lot #: 65p8926) was received at us customer quality (cq). Upon visual inspection, the device was cracked at the proximal hole. Scratches and drill marks were observed on the device and inside the hole. The 130 deg lock prong assembly was missing. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: shaft big od the od was measured twice at each side of where the crack occurred measured dimensions: shaft big od = conforming shaft big od = conforming device used ¿ hand micrometer . Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the 12mm ti cannulated trochanteric femoral nail-advanced, right was received being cracked at the proximal hole. However the reported complaint as the device being broken is not confirmed as the device was not separated into two or more pieces. Although no definitive root cause could be determined based on the provided information, it is likely that the device experienced unintended forces during use. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Pie was been launched to address the identified issue. The need for corrective/preventive action was assessed within the pie, hence further investigation will not be conducted in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: the implant was originally placed in the patient on (B)(6) 2021. The patient underwent revision surgery on (B)(6) 2021. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event occurred on an unknown date in 2021. Summary: the complaint device was not received for investigation. A photo investigation was performed based on the images provided. The images were reviewed and the complaint condition can be confirmed. The tfna nail is cracked. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: monument, manufacturing date: 18-aug-2020, expiration date: 01-aug-2030, part number: 04.037.258s, 12mm/130 deg ti cann tfna 380mm/right- sterile, lot number: 65p8926 (sterile). One piece was scrapped in cell at op #50, mill flutes and relief, for a nonconforming flute dimension. The remainder of the lot was 100% inspected for this feature and determined to be acceptable. One piece was scrapped in cell at op #60, bend, as a set-up piece. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the one piece (flute dimension) noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 57p8130. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: 52p7543. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 09-jun-2020 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 59p3099. Thirty pieces were scrapped in cell at ops # 60, anodize (quantity 24) and 70, final inspection (quantity 6), for discoloration in the drive. Production order traveler met all inspection acceptance criteria apart from the thirty pieces noted. Inspection sheet, final inspection met all inspection acceptance criteria apart from the six pieces noted. Part number: 21127, timoagri16.00, lot number: 49p2681. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 12-feb-2020 was reviewed and determined to be conforming. Lot summary report dated 23-mar-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.